Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as vomiting. The customer treated with pump. Customer's current blood glucose value was 178 mg/dl and the blood glucose was 229 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2018 at 8:45 pm. The blood glucose value when admitted to hospital was 576 mg/dl. The customer complained about hyperglycemia, vomiting, headache and diabetic ketoacidosis. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.